Manufacturer narrative:
(B)(4).the device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to alarm occlusion during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported does not alarm for occlusion, which was not confirmed or reproduced. The device was tested with the device successfully detecting an upstream occlusion, air-in-line, and downstream occlusion at all pertinent flow rates and settings. Evaluation was unable to identify component causality. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-00873 can be removed from the FDA database.